Manufacturer narrative:
According to the field, the pacemaker will not be returned for analysis as it was disposed of at the hospital. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a general device replacement procedure, the physician experienced difficulty in disconnecting the right atrial (ra) lead and right ventricular (rv) leads from the header of this pacemaker. Upon applying force, both the ra and rv leads were able to be removed and reused with a new device. This pacemaker was explanted and replaced and is no longer in service. No adverse patient effects were reported.